Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported three days post implant that the right ventricular (rv) lead had dislodged, as x-ray showed that the lead had shifted slightly from the position that it was originally in. It was also noticed that the rv lead had high threshold than when it was implanted a few days ago. A lead revision procedure was scheduled. At the lead revision procedure the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.